Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As no contact information has been provided, no follow up can or will be performed at this time.

Event description:
It was reported that a patient underwent an uncomplicated esophagectomy on (B)(6) 2025 and barbed suture was used. The anastomosis was performed using a stapled posterior wall and a hand-sewn closure of the anterior common enterotomy, secured with this running barbed suture. Three weeks post-surgery, the patient presented with an asymptomatic leak, observed on follow up esophagram. The patient came back for endoscopy and esophageal stenting which revealed loose barbed sutures, likely contributing to the anastomotic leak. No additional information was provided.